Event description:
It was reported that during patient use, the ventilator screen became blank and the ventilator was alarming. The patient was removed from the ventilator and placed on another ventilator. There was no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4) . Covidien customer support engineer (cse) inspected the device and replace the universal serial bus (usb) flash drive. The ventilator was upgraded to the lates software revision. The ventilator passed all calibration, extended self-test, short self-test and electrical safety test.